Manufacturer narrative:
Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for gel airbubbles with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and gel airbubbles was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for gel airbubbles with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and gel airbubbles was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use air bubbles were found in the gel with 3 different lot#s of bd vacutainer® sst¿ blood collection tubes. This occurred on 14 occasions with lot # 9052993, 3 times with lot# 8306989, and twice with lot # 9024656. The following information was provided by the initial reporter: material no: 367986 batch no: 9024656, 8306989, 9052993 it was reported that air bubbles were found in the gel. Initial report of event: I wanted to reach out because I was doing a side study and found that some of the extra tubes had bubbles in the gel. I had 3 shelf packs of three different lots and in one of the lots I found 14 tubes with a bubble in the gel, in another I found 3 with a bubble in the gel, and in the last one I found two.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9052993, medical device expiration date: 2020-02-29, device manufacture date: 2019-02-21. Medical device lot #: 9024656, medical device expiration date: 2020-02-29, device manufacture date: 2019-01-24. Medical device lot #: 8306989, medical device expiration date: 2019-10-31, device manufacture date: 2018-11-02. " a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use air bubbles were found in the gel with 3 different lot#s of bd vacutainer® sst¿ blood collection tubes. This occurred on 14 occasions with lot # 9052993, 3 times with lot# 8306989, and twice with lot # 9024656. The following information was provided by the initial reporter: material no: 367986, batch no: 9024656, 8306989, 9052993. It was reported that air bubbles were found in the gel. Initial report of event: I wanted to reach out because I was doing a side study and found that some of the extra tubes had bubbles in the gel. I had 3 shelf packs of three different lots and in one of the lots I found 14 tubes with a bubble in the gel, in another I found 3 with a bubble in the gel, and in the last one I found two.